Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: unknown / serial or lot#: unknown d9: no h3: n0 h4: mfg date: unknown h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient presented with many low flow alarms and below normal power as well as being described as exhausted. Imaging tests, including an echocardiogram and a computed tomography scan, were conducted. The presence of a thrombus inside the outflow graft was noted. The patient was in the catheter lab for a procedure to dilate and stent the outflow graft, the attempt to re-permeabilize the graft was unsuccessful despite the use of several stents. Subsequently, the patient died.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the associated outflow graft (lot no. 2002675065) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the available autologs report revealed a decrease in power consumption and estimated flows throughout the analyzed period, leading to parameters below normal operating range, and one hundred (100) low flow alarms logged since (B)(6) 2025. Raw log files were not available for analysis. As a result, the reported low flow/power event was confirmed; however, the reported outflow graft occlusion could not be confirmed due to insufficient evidence. Of note, information provided by the site indicated that an attempt to stent the outflow graft was unsuccessful and the patient subsequently expired. Per the instructions for use, device thrombus and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow/power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational sp eed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction to h6. Additional products: outflow graft d4: expiration date: 28-feb-2021 / lot#: 2002675065 d6a: implanted date: (B)(6) 2021 h4: mfg date: 28-feb-2019 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.